Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The conclusion was that the reported problem was resolved by replacing the pressure transducer printed circuit board pcb. The provided logs confirmed the reported internal leakage test failure at the time of event. Several alarms were generated for peep low, peep high, respiratory rate high and expiratory minute volume low. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).